Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
Investigation/evaluation: a review of device drawings, instructions for use (IFU), manufacturing instructions, image review and quality controls were conducted during the course of this investigation. Personnel were also interviewed. The devices reported in the literature article were not returned to the manufacturer to aid in the investigation. During the course of the investigation a review of the product device master record was conducted. It was determined that controls are in place to address the reported failure mode. Instructions for use (IFU) state that " after routine placement of the drainage catheter, support and stabilize the catheter near the locking sleeve, grasp the hub area of the locking sleeve and pull back until the sleeve snaps over the shoulder of the plastic fitting on the catheter shaft. The catheter's distal loop is now locked into position. Note: if the locking sleeve is not fully snapped into position, the loop will not be properly secured and leaking will occur at the locking sleeve". The device rpn's and lot information described in the literature were not provided to aid in the investigation. As a result a complete review of the device history record could not be conducted. With the information available, there is no evidence that suggests that nonconforming product exists in house or in the field. As a result of the investigation, a definitive conclusion could not be determined. The devices are locked with the simp-loc retention mechanism. It is possible that this mechanism could fail if not locked and maintained correctly, which would not allow the pigtail to remain in its ideal geometry this could cause movement or migration of the device. The image reviewer further stated that these types of catheters are not sutured to the patient, which increases the likelihood of movement of the catheter due to patient motion or excessive applied force. These devices are also typically connected to an additional device that remains external to the patient, which could be bumped or tugged on. It is also possible that unknown occurrences due to the patient anatomy could have led to migration or dislodgement of the device. However, with the available information none of these potential contributing factors could be confirmed. The appropriate personnel were notified. Per the quality engineering risk assessment, no further risk reduction activities are required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: product described as a 14f dawson-mueller g/gj catheter with a locking loop. Specific device information was unable to be determined. Concomitant products: unspecified gastropexy sutures, unspecified nasogastric tube or 5f cook kumphe catheter. PMA/510(k) #: specific product information unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below description of catheter maintenance issues was found in the following article: owen o'connor, elizabeth diver, shaunagh mcdermott, et al. "Palliative gastrostomy in the setting of voluminous ascites." J palliat med 17.7 (2014): 811-821. The article describes a retrospective review of imaging, procedure details, outcomes, and complications of percutaneous gastrostomy/gastrojejunostomy (g/gj) in patients with voluminous ascites. The g/gj catheter typically used was a 14f dawson-mueller catheter with a locking loop. Sixty-six primary g and three primary gj insertions were performed during the study (69 patients (14 male, 55 female, mean age 58 ¿ 12 years, range 32¿89 years). Almost 90% of patients had ascites due to a malignant disease. Most insertions in patients with malignant disease were to relieve small bowel obstruction. Insertions in patients with benign disease were for feeding (most commonly due to cirrhosis with neurological impairment). Devices were placed under fluoroscopic or CT guidance. Due to patient conditions, ten patients died in the hospital after insertion (per the author, "these other patients died outside the periprocedural reference period of one month. These patients died as a result of their cancer . They were included in the survival analysis (which unfortunately was very short for most of these patients due to the nature of their disease)"). The average survival time available for the remaining patients was 43 days after insertion. There were 28 major complications reported after g/gj insertion. This medwatch report records twelve unspecified patients who experienced tubes falling out. The other complications include a thirteenth tube dislodgement that occurred in one (B)(6) patient with ovarian carcinoma, ascites, and small bowel obstruction. This patient complication is recorded under medwatch report #1820334-2018-03553. Six patients experienced leakage, five of which were unspecified and are recorded under medwatch report #1820334-2018-03554. One leakage patient was stated to also experience skin excoriation due to leakage. This patient required direct treatment to treat the excoriation and is recorded under medwatch report #1820334-2018-03486. Four tubes required repositioning within the stomach resulting in a repositioning procedure, three of which are unspecified and are recorded under medwatch report #1820334-2018-03491. One repositioning procedure occurred in due to leakage in a (B)(6) female and is recorded under medwatch report #1820334-2018-03492. One (B)(6) female experienced tube occlusion 10 days after insertion and is recorded under medwatch report #1820334-2018-03493. One (B)(6) female experienced hematemesis following g tube insertion. This patient is recorded under medwatch report #1820334-2018-03494. It was also reported that one patient expired due to failed gastropexy. The failed gastropexy resulted in peritoneal leakage and sepsis. This event was noted to be unrelated to the type of catheter by the physician upon further questioning. It is stated these issues resulted in additional procedures such as catheter replacement, repositioning, and/or increased the level of care that the patients required. Per correspondence with the author, these issued were generally treated without adverse effect. Additionally, per the author, " I don¿t have data on the individual patients ... I don¿t have data on the exact catheter in question"